Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited p-wave amplitude variation and intermittent atrial undersensing. No other anomalies were noted. A chest x-ray was performed and results indicated that the lead position had not changed since the last check. Programming changes were made to resolve the issue. There were no patient consequences.